Event description:
Reporter stated the buttons on the infusion device are not functioning correctly; therefore, the infusion device will not respond. The infusion device was replaced and requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This source led to an always activated up button; therefore, all the buttons do not react on pressure.